Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermittent audio output.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.

Event description:
Patient 's mother contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2014 patient experienced out of range signals.